Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. It was determined that the back end release lever does not spring back freely. The end effector was capable of assembly with tested reamers and impactors. However, the spring was not capable of overcoming the axial resistance. The axial resistance was most likely cause by expected oxidation over time that would cause the spring or surrounding components to weaken and eventually fail.

Event description:
A variable angle end effector used in a makoplasty total hip arthroplasty procedure with the robotic arm interactive orthopedic system (rio) malfunctioned durin a case and broke. The part was returned to mako for evaluation.